Event description:
Extreme fatigue, sore joints and muscles, low libido, ringing in ears, anxiety and depression, memory loss, difficulty concentrating, muscle weakness, hair loss, could and numb limbs, vertigo, breast pain.